Event description:
It was reported that the patient with this pacemaker experienced a syncopal event after two days of not feeling well. Noisy signals and rythmiq events were noted on the right ventricular (rv) channel on the none boston scientific rv lead. No patient inhibition was observed. This pacemaker remains in service. No additional adverse patient effects were reported.